Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j0039995r, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 200 mcg/ml baclofen at 9 mcg/ml, 30 mg/ml morphine at 1.4 mg/day, and 40 mg/ml dilaudid at 1.9 mg/ml via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient experienced a return of pain symptoms on an unknown date in 2017. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The healthcare provider (hcp) performed a dye study on an unknown date. The results of the dye study were unclear. The patient's catheter was replaced during their scheduled pump replacement surgery (due to elective replacement indicator) and the issue was noted to be resolved. No further complications were reported or anticipated.